Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient contacted the healthcare team and reported to have a driveline power fault. The patient came in the next day. Upon their arrival, a hemodynamics assessment and echocardiogram were performed that. All parameters from the assessment were in normal ranges. Log files were submitted an no conclusive possible cause was established for the alarm and no physical damage was seen on the driveline. The alarm was cleared and after connecting the patient back to batteries, the alarm did not reoccur. The log files captured driveline power fault alarms beginning on (B)(6) 2024 beginning at 1213. On (B)(6) 2024, the patient reported the alarm reoccurred and they came back to the clinic. The modular cable and the system controller were exchanged and the alarm did not occur again.

Manufacturer narrative:
Section d4, catalog number: corrected manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed. The heartmate 3 vad modular cable (lot number: 8058338) was returned for analysis. Log files were submitted and downloaded from the system controller (serial number: (B)(6) that was returned with the modular cable and contained overlapping events spanning approximately 16 days (22mar2024 from 20:16:51 to 05apr2024 16:12:55, and 05jun2024 from 17:22:32 to 17:22:34 per time stamp). On 03apr2024 at 12:13:45, a driveline power fault alarm activates due to a power_b_broken fault. The alarm remains active until the driveline is disconnected for a system controller exchange on (B)(6) 2024 at 16:11:40. There were no other notable events active in the log file. Pump operation was not affected. The integrity of the inner wires of the modular cable were evaluated and did not pass testing. The modular cable¿s outer layers were then stripped, and the red conductor was found to be severed entirely and only held in place by the red insulation surrounding the conductor. The red conductor is the power b wire, which is consistent with the reported event of driveline power b fault alarms. The red conductor damage was located approximately six inches from the bulkhead connector, and damage to the brown, orange, and black conductors also noted in this same location although these conductors were still connected and not found to be entirely severed. The modular cable was connected to a mock loop and driveline power fault alarms were reproduced. The root cause of the reported driveline power faults was conclusively determined to be due to damage to the red conductor within the modular cable, however, a further root cause as to how these conductors became damaged was unable to be conclusively determined through this analysis. Device history records for the heartmate 3 modular cable (lot number: 8058338) were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use (IFU) section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline power faults. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.